Manufacturer narrative:
Corrected information: h6 investigation conclusion code.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h7, h9. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
Related manufacturing ref: 33008452825-2022-00097. During a paroxysmal supraventricular tachycardia procedure, contact force was not visible which caused a delay. When the catheter was connected to the tactisys, contact force was not displayed. The tactisys was power cycled and catheter pre-settings were reloaded, but the issue persisted. The catheter was replaced with a second catheter, but the same issue occurred. A third catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: (B)(6).